Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer complained on the device because the device's lens was not clear and has a possible damage. No patient injury noted.